Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procode: ktt. D9: complainant part is not expected to be . Returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 04.037.157s. Synthes lot: h024171. Supplier lot: n/a. Release to warehouse date: 01 april 2016. Manufactured by: synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an open reduction internal fixation (orif) surgery on (B)(6) 2024, for a subtrochanteric femoral fracture. Patient was treated with a trochanteric fixation nail advanced (tfna) long nail. The postoperative reduction posture was gradually deteriorating and non-union could occur. As expected by the surgeon, the bone did not fuse easily, and the nail broke off at the location of the blade hole. On (B)(6) 2024, the revision surgery was performed. In the surgeon's opinion, fatigue breakage of the nail occurred due to non-union and there were no problems with the product/nail itself. This report is for a 11mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for (B)(4).